Manufacturer narrative:
Final analysis found that the insulation was abraded 35.3 cm to 35.7 cm and 28.9 cm to 29.6 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The low voltage lead impedance could not be measured due to the lead being returned in two pieces.

Event description:
It was reported that the patient underwent surgery to explant and replace the atrial lead due to high capture thresholds and elevated lead impedance. The patient was in stable condition following the procedure.